Event description:
It was reported by service report that the foot end jack was stuck in the raised position. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: release rod.